Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump shutdown unexpectedly. Additionally, the pump was unable to charge despite using multiple usb cables and wall adapters. The customer's blood glucose was 300 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.